Manufacturer narrative:
IV access was obtained with a patient. The plastic portion of the catheter separated from the hub of the needle.

Event description:
IV access was obtained with a patient. The plastic portion of the catheter separated from the hub of the needle.

Manufacturer narrative:
IV access was obtained with a patient. The plastic portion of the catheter separated from the hub of the needle. Manufacturing defects: improper inspection of the product. Inadequate assembly of the catheter with the hub. The strength (pull force) of the catheter may not meet the specified requirements. User error: device may not have been used as intended by the manufacturer. Catheter may have been damaged or deformed due to multiple insertion attempts by the end user. Catheter may have remained in the vein for a longer duration than the prescribed duration of use. Conclusion: based on the root cause analysis and the results obtained from the tests carried out on control samples of the reported batch, it is concluded that the product does not contain a manufacturing defect.

Event description:
IV access was obtained with a patient. The plastic portion of the catheter separated from the hub of the needle.